Event description:
It was reported that during an unknown procedure, the device would not hold the clips. There was no pt consequences.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.